Event description:
It was reported that the patient underwent an implant procedure and less than a month from the procedure was seen in the emergency room due to exacerbation of heart failure and was diagnosed with cardiac tamponade and pericardial effusion. During follow up weeks later, it was reported that the patient was deceased. The physician stated that there was no causal association between the death and the device, however the cause of death is unknown.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The cause of death is unknown and no further information has been obtained thus far that would/could disassociate the device system and event. Therefore this event will be processed with the information at hand and will be captured as a medical/death on incoming information. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID a3dr01 implanted: 2013 (B)(6); product ID 5086mri52 implanted: 2013 (B)(6). (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.